Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 600mg/dl which was treated with insulin pump. Customer¿s current blood glucose was 548mg/dl. Customer had symptoms like customer has been drinking a lot of water. Insulin pump will not be return for analysis.